Event description:
It was reported that device was unable to successfully transmit a remote follow-up via merlin. Net. The programmer indicated that it could not locate the device. In clinic, the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.